Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, ketamine, sufenta, and bupivacaine via an implanted pump. The indication for pump use was malignant pain. The patient reported that their pump had been alarming since they had a refill done on (B)(6) 2025, and they could not sleep with the pump alarm going off every 10 minutes. The patient stated that they were getting the pump replaced on (B)(6) 2025 because they were not getting the amount of medication they were supposed to be getting, and their pain had increased. During the call, the patient mentioned that they were a cancer patient and had to deal with pain 24/7. It was noted that the patient was very upset and yelling during the call. The agent asked the patient if they were hearing the critical alarm or the non-critical alarm and the patient described the critical alarm. The patient was redirected to their healthcare provider to further address turning off the alarm.